Event description:
Customer reported that the oxygen valve in the 1.5/3mm laser delivery system clogged and fails to spray cryogen. The cryogen should spray in conjunction with the laser energy being delivered.